Event description:
On (B)(6) 2017, patient called lvad office with ¿driveline fault¿ alarm. Patient talked through backup controller change. Driveline x-rays sent to abbott were negative for concerns. Patient admitted (B)(6) for driveline fault alarms. On (B)(6) driveline spliced and repaired due to continued driveline fault alarms. On return to step-down unit patient¿s lvad had low flow, then shut off while attached to power. Lvad restarted on its own with no further alarms or malfunctions. Patient discharged on (B)(6) and re-admitted for additional driveline fault alarms. Lvad replaced on (B)(6).